Manufacturer narrative:
(B)(4). Additional information received: the patient did well. She went home on about pod #9 and I removed her staples in the office yesterday. We used the triple staple technique so there was not a pursestring suture. The orange area came out just fine and the stapler coupled well. It clicked in place like it always did. It was easy to close and easy to fire. I fired the device and my senior resident had done the coupling from the abdominal side I use this device every time I do this which is probably once per month. When the stapler wouldn't come out I opened it up completely and the anvil came off in the colon. The anastomosis was resected and the anvil was removed at that time. The patient was opened long before the original anastomosis because of adhesions that couldn't be taken down laparoscopically. There were no issues with staple formation. The patient is a 57 year old woman who had perforated diverticulitis in march with a hartman's procedure. She presented for colostomy takedown on this admission. It was taken down and she did well. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a sigmoid resection procedure; after firing the circular stapler and removing the device, the anvil was left in the patient. There were two donuts present but the anvil had to be removed and a col/rectal surgeon was called to assist. The patient then had a hysterectomy to gain better visualization in the pelvis. Ultimately had to be diverted.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.